Event description:
It was reported an infection was present at the lead insertion site. Surgical intervention was undertaken wherein the entire system was explanted. Patient was prescribed oral antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated.